Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. Button error alarm could not be verified, due to cracked glass. However, corrosion was noted at keypad traces. The device was also received with minor scratches on lcd window, corroded battery tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 252 mg/dl. Customer stated a button was not held down for 3 minutes or longer. It was advised to revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.